Event description:
It was reported that before use of the bd luer-lok¿ tip syringe there was white fibrous foreign matter found with the syringe. There were 143 syringes with this condition. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: 50 ml syringes charge 8220711, hbh 31-7-2023 143 syringes found with white fliebers.

Manufacturer narrative:
Investigation summary: samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Should they be located we will re-investigate. Furthermore, a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined, no corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe there was white fibrous foreign matter found with the syringe. There were 143 syringes with this condition. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: 50 ml syringes charge 8220711, hbh 31-7-2023 143 syringes found with white fliebers.